Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and high ketones on (B)(6) 2024. The patient's blood glucose levels reached 485 mg/dl with ketones of 2.8. The pod was worn between 25 an 36 hours on the back. Symptoms reported include vomiting. The patient went to the hospital where they were treated with intravenous hydration, a bolus of 1.5 units of insulin via pod, and basal increased up to 50% (all in manual mode). The patient was discharged from the hospital on (B)(6) 2024.